Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer (B)(4) manufactures a similar device in the united states under 510k number k042037. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 22 states, "aseptic lymphocyte-dominated vasculitis associated lesion (alval)." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2014-00308 and 3002806535-2015-04110).

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2013 due to aseptic lymphocyte dominated vasculitis associated lesions (alval). This report is based on allegations set forth in patients notice and the allegations there in are unverified. Additional information received from patient's legal counsel noted additional allegations of elevated metal ions and metallosis.